Event description:
Procedure: l. Anterior resection with end to end anastomosis. According to the report: after firing, it was hard to remove the device. Then a leakage was confirmed, so the procedure was converted to artificial anus. Bleeding was under 200cc, and nothing fell into the pt cavity. The procedure was extended more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 11/05/2009.